Event description:
No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient. The patient reported that they were experiencing an allergic reaction to the tape used to hold the external neurostimulator (ens). The patient noted that her husband moved some of the tape and placed aloe vera over the affected area. The patient stated that the pain and reaction had since subsided. Additional information was received from the patient via a manufacturer representative (rep) on (B)(6) 2017. The patient reported that stimulation was causing a lot of pain. The patient noted that she visited a healthcare professional (hcp), they performed x-rays, and told the patient that her lead had moved. The stimulation settings were turned down to 1.4 and the pain subsided. The hcp moved up the patient¿s implant surgery to (B)(6) 2017. It was indicated that it was unknown if the issue was resolved at the time of report.